Event description:
During a regular follow up, two affected channels were found and the hearing performance with the device was affected. The recipient was re-implanted. Reportedly, the active array was found inserted up to the marker ring at the time of explantation. Despite requested, no additional information or confirmation could be retrieved.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Based on latest fitting data received, a partial active electrode migration out of the cochlea could be assumed as the reason for the observed symptoms. Reportedly a full insertion was achieved at implantation surgery. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Manufacturer narrative:
According to the information received from the field the active electrode migrated post-operatively out of cochlea. As per in situ measurements two channels have been disabled due to being extra-cochlea. Reportedly a full insertion was achieved at implantation surgery. A revision surgery is planned for (B)(6) 2021. This is a combined initial and final report.

Event description:
During a regular follow up, two affected channels were founded. The hearing performance is affected. Last fitting session on (B)(6) 2020 show channel 11 and channel 12 locally disabled due to being extra-cochlea. Reportedly, electrical stimulation on those 2 channels did not evoke any hearing perception, even if the stimulation could be felt by the user, described as "pounding". However, no pain or facial nerve stimulation were reported. During this appointment, the score in monosyllables testing was also evaluated . The user gained a score of 40% instead of the score of 65% gained during the first year after implantation.